Event description:
Reporter alleged that aviva blood glucose test strips were labeled with an expiration date of 02/28/2010. The batch record of the lot of strips show the actual expiration date to be 02/28/2007. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device, and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv5 device had ruptured, during patient use at the patient's home. The device was filled with 5-fu and normal saline. There is no report of patient injury or medical intervention. No additional information is available.